Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with aortic insufficiency, the valve was placed into position and partially deployed to (B)(6). At (B)(6) deployment, the team elected to fully release the valve, after evaluating the implant depth. After approximately 10 minutes, the valve was release. Upon release, the valve dislodged down into the ventricle, and landed at an approximate depth of 20 mm. As a result of the deep depth, severe paravalvular leak (pvl) was reported. An attempt was made to snare the valve up to an adequate implant depth, however this was not successful, and the valve dislodged up above the sinotubular junction (stj). The patient remained stable. The procedure was converted to an open procedure. The valve was explanted and replaced with a surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.